Event description:
The customer reported that he was hospitalized for diabetic ketoacidosis. The customer was treated with an IV drip. Multiple attempts were made to obtain more info; however, they were unsuccessful.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided.